Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented with discomfort at the implanted device site due to infection. According to the physician, the infection was not related to any abbott product or procedure. The physician elected to explant the pacemaker along with the right atrial and right ventricular leads. Leadless pacemakers were subsequently implanted. The patient remained in stable condition.